Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, during totally laparoscopic distal gastrectomy procedure, there was poor staple formation and the distal staple line was incomplete. An additional cartridge was used to complete the case. There was no patient injury.